Event description:
It was reported that during a low anterior resection procedure, the device fired malformed staples at the distal line of transection. The procedure was converted to open and a manual pin was used to place the tissue and additional suture was used to complete the procedure. There was no add'l pt conseqence.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was rec'd in good visual conditions and with the original cartridge loaded in the device. The cartridge was rec'd void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional.